Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The device has not been returned to the manufacturer. The customer alleges that the ventilator keeps failing test. There was no harm or injury. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.